Manufacturer narrative:
The device was evaluated by zoll australia. The customer's report was duplicated and attributed to a faulty digital board. The digital board will be replaced to resolve the report. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.